Event description:
Healthcare professional (hcp) reports one incident of a blood leak that occurred at the onset of treatment on reuse #30. Noted by a blood leak alarm and confirmed by hemastix. Estimated blood loss was 250 cc's. Treatment was continued with a new dialyzer and new disposables without incident. No patient injury or medical intervention reported.